Manufacturer narrative:
The device was returned and evaluated. The device underwent bench testing and it was determined the AED was functioning as designed. The evaluation did not identify a cause for the depleted battery pack.

Event description:
A customer reported that their AED will not power on but powered on with a spare battery pack. They reported that this did not occur during patient use.